Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The software was reinstalled to address the issue. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited last error code 45986. There was unknown patient involvement.